Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. Street 1 was corrected from augustenburger platz to augustenburger platz 1. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of either 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% logged and serial number ID, or cycle count. Review of the event log file revealed multiple controller power up with associated motor start events with an incorrect date and time stamp. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Several controller power up events without motors starts and disconnect alarms were logged with an incorrect time/date stamp, likely during a controller exchange and/or troubleshooting of the controller. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller¿s front panel light emitter diode (led) indicators did not illuminate while connected to batteries. Functional testing also revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarms. Additionally, the controller exhibited controller reset events. However, the controller was still able to receive power from both power sources. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. After the faulty components were replaced, the controller performed as intended. It is likely the observed inability of the controller to recognize the batteries was perceived as a the reported "programming issue and uic error". As a result, the reported event was confirmed. A possible root cause of the observed losses of power can be attributed to a controller exchange, a disconnection of both power sources, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the display error, inability of the controller to recognize the batteries, critical battery alarms, controller resets, and real time clock issue events can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the controller had a programming issue and there was a user interface functions (uic) error associated with a display error. After connecting the power sources, the pump started. Power ports one and two indicator lights were not displayed, and there was no display of the batteries on the controller. The controller was exchanged. No patient complications have been reported as a result of this event.